Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Batteries were replaced. A system checkout was performed after replacing the batteries. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have been not received by manufacturer for evaluation.

Event description:
A site representative reported that the image acquisition system (ias) of the imaging system was shutting down quickly potentially due to battery not retaining power. There was no patient present at the time of the issue.